Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for supraventricular tachycardia (svt). Additionally, high out of range shock impedances were reported. Boston scientific technical services (ts) provided troubleshooting recommendations. The patient was sent to another city for monitoring. This ICD remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.